Event description:
It was reported that the pt underwent a three-level posterolateral fusion using rhbmp-2/acs, allograft chips, and local bone autograft. The pt reportedly developed buttock pain approx four weeks post-op. A surgical intervention was performed to explore the site, and a large seroma was encountered that was drained.

Manufacturer narrative:
Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Neither the device nor films of applicable imaging studies were returned to the MFR for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.